Event description:
It was reported that the pulse generator exhibited premature end of life, variable output voltage and high current drain of 25 ua. As the patient was pacemaker dependent, the device was explanted and replaced.